Event description:
It was reported that the patient experienced ineffective therapy. Reprogramming has been unable to resolve the issue. Troubleshooting revealed high impedance on one lead. As a result, surgical intervention was undertaken on (b)(6) 2026 wherein the entire system was explanted to address the issue. It is unknown which lead is liable.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed.Additional components potentially involved in the event include: Common Device Name: Octrode Lead Kit, 60cm Length, Model: 3186, UDI: (b)(4), Serial: (b)(6), Batch: A000154649 The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.